Manufacturer narrative:
Further information surrounding the event has been sought. It was reported that the involved guidewire is not available for investigation, as it was discarded by the user. The investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the guidewire was found uncoiled after a vascular puncture. Appearance of the guidewire was assessed as uncoiled, but complete by the user. Patient status is stable, and no complications at the puncture site were detected. Manufacturer reference # : (B)(4).

Manufacturer narrative:
The involved product was discarded by the user. The batch number of the involved product was not provided despite good faith effort was made and the field service was even on site to get in direct contact with the user. Therefore, it was not possible to investigate the product or retain sample from the same batch. It is not known if some procedural factors during usage have contributed to the event. Based on the issue description, experience and product investigations from similar cases it cannot be excluded that the user has inserted and/or withdrawn the guidewire with excessive force. As the IFU indicates (page 5): ¿use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously.¿. Provided information by the hospital confirmed that the vascular puncture was difficult, as the patient was a vascular patient. Insertion was already difficult and when withdrawing the guidewire the guidewire became uncoiled. (B)(4) (exemption number e2008006s01).

Event description:
Manufacturer reference # : (B)(4).